Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 38 mg/dl. The customer stated that the insulin pump did not give a threshold suspend alarm while he was low. The suspend limit was set up at 60. The customer indicated the sensor was in warm up and he had not calibrated. The customer was advised that the insulin pump did not suspend because there were no sensor readings available. Troubleshooting for low blood glucose was declined. The insulin pump will not be returned for analysis.